Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a device replacement was recommended. Surgical intervention was later performed, and this device was explanted and replaced. No additional adverse patient effects were reported. The device was discarded by the explanting facility, so it is not available for further analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a device replacement was recommended. Surgical intervention was later performed, and this device was explanted and replaced. No additional adverse patient effects were reported. The device was discarded by the explanting facility, so it is not available for further analysis.